Event description:
It was reported that during a laparoscopic rh procedure, there was a pneumo leak. Unknown how case was completed. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. Additional information: please clarify the procedure name? Laaroscopicp rh? Yes. Were any noises heard such as whistling or hissing? There was hissing sound. If so, did the noise prevent insufflation? Yes. Was there a drop in pressure? If yes, did this affect the visibility of the surgeon? Little drop pressure was occurred (the gas level couldn't check actual level) and it affected surgeon visibility. What was the gas consumption rate or volume (liter/minute)? Unchecked. Were you able to identify where the leak was coming from? The pa said, universal seal is moving but it was not back to its position. Was a device inserted in the trocar during the leaking? Yes. If so, what device? 5mm instrument cautery, endoscopic stapler. Was any torque being applied to the trocar or device? No.

Manufacturer narrative:
(B)(4). The analysis results found that the device was returned in good visual condition. Upon evaluation of the device, the duckbill was found to be open at the slit. A leak test was performed and the device was noted to leak without the test probe inserted through the device. As each device is visually inspected and functionally tested during the manufacturing process, no conclusion could be reached as to what might have caused the reported event. However, an investigation has been initiated to address the potential root cause of the insufflations issues. The batch record was reviewed and no anomalies were noted during the manufacturing process.